Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 103 to 156 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed during call on (B)(6) 2015 produced results of 174 mg/dl and 168 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is not verified. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.